Manufacturer narrative:
(B)(4). Evaluation results: mi.

Event description:
Patient received one 2.25mm diameter x 30mm length and one 2.5mm diameter x 30mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the mid rca during index procedure. Stent implant was successful; however it was reported that the patient suffered an mi one day post index procedure. It was reported that ten days post index procedure, the patient received a 3.0mm diameter x 18mm length endeavor sprint rx stent in the prox lad and one 2.75mm diameter x 14mm length endeavor sprint rx stent in the 1st diagonal branch during staged procedure. Stent implant was successful; however it was reported that the patient suffered an mi one day post staged procedure. Investigator reported that both the mi events were possibly related to the study device procedure. No other clinical sequelae were reported. (Ref MFR # 9612164201100216, 9612164201100217 and 9612164201100218).